Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image flickered due to a failure of the receptacle unit. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the visera video system center presented an occasional flashing image. The intended therapeutic hysteroscopic procedure was completed with the same device and the visera xenon light source with no surgical delay. No patient injury or procedure impact reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. There were horizontal stripes in the image and the image was flickering due to a defective video cable connector. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.